Event description:
It was reported to boston scientific corp that during an initial placement of a pull gastro-dome (pt age unk), the tubing broke as it was being pulled out of the stomach. The physician extended the incision and used a hemostat to remove pieces of the tubing from the pt. The pt required stitches on the incision. Another same device was used to successfully complete the procedure.

Manufacturer narrative:
The device has not been received by this MFR. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.